Event description:
The customer reported experiencing high blood glucose values that were difficult to bring under control. The customer reported having a value of 400 mg/dl at 8 pm one night, treating with the pump, and then still having a value of 346 mg/dl. The customer was unable to complete troubleshooting during the phone call, and was advised that a call back would be scheduled from the helpline to complete troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.